Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was treated with unknown intraperitoneal and intravenous antibiotics. The cause of the peritonitis was unknown. It was reported 5 days after hospital admission the patient passed away. The cause of death was reported to be heart and lung failure related to shock, due to sepsis and peritonitis. It was reported pd therapy was ongoing until the day prior to death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents for potentially associated lot numbers h13k17015, h13j23064, and h13j03157 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.